Event description:
The patient fell on the pump and broke it. He experienced swelling around the pump in back. The patient recovered without sequela. It was noted that the pump should not have been originally implanted in the back/spine area, it should have been implanted in the abdominal area.

Event description:
Additional information received later noted that the catheter was repaired during the pump replacement procedure; however there was no issue with catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experience a return of symptoms that necessitated an increased use of oral morphine to assist with breakthrough pain. This occurred following an MRI scan on (B)(6) 2011. The pump had strange sediment on nozzle. The patient experienced increased pain and slight withdrawal. A dye study was done; a disconnect was assumed but the catheter was fine intraoperatively. The pump was replaced. It was noted that the patient recovered without sequela. The drugs in the pump were morphine and bupivacaine.additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model# 8709sc, (B)(4), implanted: (B)(6) 2011, explanted: unknown. Final analysis of the pump revealed no anomaly found.